Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was found that the balloon was burst after removal from the patient. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was found that the balloon was burst after removal from the patient. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the 40% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The balloon ruptured upon second inflation at 8 atmospheres for 30 seconds.